Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 54 events were reported for this quarter. Product return status 1 device was received. 52 devices were evaluated based on historical data analysis. 1 device investigation type has not yet been determined. Additional information 54 devices were not labeled for single-use. 54 devices were not reprocessed or reused.

Event description:
This report summarizes 54 malfunction events in which the device reportedly overheated. - 46 events had no patient involvement; no patient impact. - 7 events had patient involvement; no patient impact. - 1 event had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h11. 54 previously reported events are included in this follow-up record. Product return status: 1 device was received. 53 devices were evaluated based on historical data analysis.

Event description:
This report summarizes 54 malfunction events in which the device reportedly overheated. 46 events had the problem identified during a non-clinical procedure; there was no patient involvement. 8 events had patient involvement; no patient impact.